Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds that had become high. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The rv lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.